Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, due to the location of the break a probable cause of this fiber break is likely due to an excessive amount of force being used when inserting the fiber into a scope. Note that this is inconsistent with the reported failure of this device as the initial report was that the device was not used. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the laser created errors 46, 310, and 441. There was no harm or user injury reported due to the event.